Event description:
It was reported that the right ventricular lead exhibited noise resulting in pauses in pacing. The electrograms revealed noise reversion episodes and increase in lead capture thresholds. The patient experienced presyncope. The lead was capped and replaced on (B)(6) 2017. The patient was stable before, during and after the procedure.